Event description:
Additional information has been requested, and received. Stating the patient was not hospitalized for the event. And the prognosis was good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported after an intraocular lens was implanted, the patient was unhappy with vision . The lens was exchanged for a different lens within 2 months after initial implantation in a secondary procedure. The clinical reason for the explant was visual disturbance. Additional information has been requested.